Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. The pt had multiple hernias repaired with a composix kugel mesh on (B)(6) 2005. Just over a year later, the pt underwent excision of the composix kugel and repair of recurrent ventral hernia with a composix kugel mesh. One year and a half later the pt underwent excision of the composix kugel mesh, small bowel resection cholecystectomy, lysis of adhesions, appendectomy and repair of recurrent ventral hernia. Four months later, the pt underwent repair of a ventral hernia with a composix kugel mesh. Currently it is unk whether the device may have caused or contributed to the alleged event. It is unclear whether the pt's surgical and/or medical history may have contributed to the alleged event. The pt reportedly experienced recurrence and adhesions which are both listed as possible adverse reactions in the product's instructions for use. No sample has been returned for eval and no lot number has been provided. Based on the info provided, no conclusions can be drawn. See MDR 1213643-2011-00723 for info related to the composix kugel mesh implanted on (B)(6) 2006.

Event description:
Based on a review of the medical records provided by the pt's attorney: on (B)(6) 2005 - the pt underwent repair of multiple recurrent ventral hernias with a composix kugel mesh. On (B)(6) 2005 - office visit, well healed midline surgical scar, palpable, roughly large egg-shaped defect easily reducible. On (B)(6) 2006 - the pt underwent excision of the previously placed composix kugel mesh and repair of recurrent ventral incisional hernia with composix kugel mesh. On (B)(6) 2006 - office visit, nonspecific left leg discomfort, improved with ted hose, no clinical evidence of vascular insufficiency, noticeable moderate sized ecchymosis present along the lower abdominal midline. Repair seems to be intact. On (B)(6) 2008 - hospitalization, the pt underwent excision of the composix kugel mesh, small bowel obstruction/resection, lysis of adhesions. Recurrent ventral hernia repair, cholelithiasis, cholecystectomy and incidental appendectomy. On (B)(6) 2008 - the pt underwent exploratory laparotomy, extensive lysis of adhesions, repair of ventral hernia with a composix kugel mesh. On (B)(6) 2011 - the pt underwent open preperitoneal mesh repair of recurrent incisional hernia with an unidentified mesh.